Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had epoxy on the needle. The following information was provided by the initial reporter: we had a defective needle and syringe device supplied with the covid-19 vaccine astrazeneca. The needle appeared to be coated with an unknown substance at the point of contact with the syringe. Most likely to be the plastic from the syringe.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2006402. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, the cannula was found to have a small amount of epoxy on it, which is the adhesive used to join the metal cannula to the plastic tip. This incident resulted from an issue with the epoxy step of the assembly process, specifically incorrect dosage, epoxy nozzle adjustment, or nozzle replacement. As the needles are inspected for the presence of epoxy during the manufacturing process and any defective needle is rejected by the camera system, this is a very unusual circumstance. The camera inspection system is challenged every eight working hours. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had epoxy on the needle. The following information was provided by the initial reporter: we had a defective needle and syringe device supplied with the covid-19 vaccine astrazeneca. The needle appeared to be coated with an unknown substance at the point of contact with the syringe. Most likely to be the plastic from the syringe.